Manufacturer narrative:
Analysis of the returned neurostimulator model, 97714 serial (B)(4) showed no anomalies and had good, stable output was seen on output settings used with electrode pairs as received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported that the consumer requested that the stimulation unit removed. The consumer didn't like the stimulation post-implant at her checkup. Stimulation was reported to be in the correct areas; however, she wasn't getting pain relief. The consumer reported over 50% pain reduction post-trial. The consumer was reprogrammed but she still didn't like the stimulation feeling. The consumer was scheduled for explant and t was noted that the consumer had no hard feelings toward the manufacturer. The issue occurred during normal use. The consumer was noted to be alive with no injury. The implantable neurostimulator and leads were explanted on (B)(6) 2015. The consumer's indication for use was spinal pain.